Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that could not build vacuum during a surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was built to specification. A product sample has not been returned for evaluation; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. The manufacturer internal reference number is: (B)(4).